Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 470 mg/dl. The customer reported calling to find out about different insertion sites due to blood glucose levels being out of control. The blood glucose level at the time of the event was 475 mg/dl. The customer had no symptoms. The customer will treat the high blood glucose level going home, changing set and bolusing with insulin pump. The customer declined to troubleshoot the issues. The insulin pump or infusion set will not be returned for analysis.